Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had a routine pump exchange from one lvad to another lvad. In addition, it was also noted that the patient's system controller was also going to be returned to the manufacturer.